Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported power up issues and error messages. The device was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed several evidence of the reported problem. To further investigate, a functional test was performed. The device failed downstream occlusion high pressure calibration test and alarmed cassette not attached properly messages when latched. However, the device found no issue with power up. It was determined that the downstream occlusion sensor was inoperable and the root cause of the error message. Therefore, the downstream occlusion sensor was replaced.

Event description:
Correction data on aware date in h6.

Manufacturer narrative:
Corrected data: b3: updated correct aware date is (B)(6) 2021.

Event description:
Information received a smiths medical cadd solis vip 2120 pump will not power up (intermittently) and/or screen shows error message along with cassette not attached alarm. No patient adverse events reported.